Event description:
The customer contact reported the patient received less medication than intended. The device was programmed in an unspecified mode to deliver tpn. No specific device programming was provided. On 11/29/2006, the delivery was initiated. After an unspecified length of time, the device alarmed for "empty container." At that time, the homecare patient noted an unspecified volume of solution remained in the solution container. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The pump history was downloaded at the manufacturing site. A review of the history indicates that on 11/28/2006, at 2336, the pump was programmed in the tpn mode to deliver a 3400ml volume to be infused (vtbi), with a 1 hour taper up, a 1 hour taper down, a duration of 12 hours, a kvo rate of 5ml/hr, a 3400ml container size. At 2337, the delivery was started and the taper up began. At 0000, a new date stamp of 11/29/2006 occurred. At 1038 the taper down began. At 1131, the pump alarmed for empty container. At 1140, the delivery was stopped. At 1146, a shift total of 3398.3ml was cleared and the pump was reprogrammed in the continuous only in ml mode, with a delivery rate of 250mlo/hr, a 1000ml vtbi, a kvo rate of 5ml/hr, a 1000ml container size, and the delivery was started. At 1254, the pump alarmed for distal occlusion. At 1546, the pump alarmed for empty container and end of infusion. At 1550, the delivery was stopped. At 1553 a new container was added and the delivery was restarted. At 1817, the delivery was stopped and a shift total of 1598.5ml was cleared. Review of the pump history indicates that the pump delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.